Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 450mg/dl. Customer also reports that insulin pump alarmed for no delivery. Customer states that alarm did not occur during manual prime. Customer declined troubleshoot for high blood glucose. Customer advised to change entire set, reservoir and insulin, treat as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).